Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis completed their investigation on the large hem-o-lok clip applier instrument. The instrument was found with one grip bent. As a result, the clip could not be properly loaded on the grips. The functional clip test could not performed due to the clip grip damage. Additional observations not reported by the site was identified. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the hem-o-lok clip applier would not hold clips. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The issue occurred while attempting to clamp the duct. The customer loaded the clips which stayed on; however, once in the patient they would not clamp correctly. No fragments fell into the patient. Another clip applier was used as a backup to complete the procedure. There was no injury or patient impact due to the issue.